Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the stylet/guidewire and the proximal conductor. There was also blood on the lv4 (low voltage 4) and lv3 (low voltage 3) conductors and it was obstructed. It was noted there was blood on the distal conductor of the lead and it was obstructed and the distal end/electrodes of the lead were extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. The analyst noted the competitor guidewire was stuck in the lead as received. Visual analysis found the lead tip seal was damaged. There was no conductor distortion, however dried blood in the distal lead end within 20 centimeters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the guidewire became stuck in the left ventricular (lv) lead and was unable to be removed. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.